Manufacturer narrative:
A sixteen hour stress test was completed during additional testing and investigation. The protocol was completed and the volume delivered was 563.3ml, the displayed volume was 558ml, the expected volume was 558ml, and the specification was .05%. There were no delivery issues or alarms observed during the testing.

Event description:
The event involved a customer allegation the plum a+ device delivered more propofol than expected and displayed multiple alarms. The patient was being treated in the pediatric intensive care unit (picu) and was sedated for port placement, intrathecal chemotherapy and bone marrow aspiration. The customer reported the calculations were 160mcg/kg/min with the volume to be infused of 100ml. Furthermore, the customer noticed in 19 minutes the actual volume infused was 60ml, instead of 11ml (as programmed). At this time, the patient was found to be unresponsive due to the alleged over-delivery of propofol. Furthermore, the customer confirmed the medication dosage drawn up by the pharmacist was 2-10ml syringes for the bolus doses, which left 80ml less the volume required to prime the tubing and the patient was administered almost 2-100ml bottles. The customer reported there was a need for medical intervention as a result of the event. It was further reported that the patient took a long time to recover from the sedation and that an oral airway was placed with breaths given via the bag/mask method. The patient recovered back to baseline, including walking, talking and breathing independently, within approximately 3.5 hours.

Manufacturer narrative:
The device was received. The investigation is not complete.

Event description:
The event involved a customer allegation the plum a+ device delivered more propofol than expected and displayed multiple alarms. The patient was being treated in the pediatric intensive care unit (picu) and was sedated for port placement, intrathecal chemotherapy and bone marrow aspiration. The customer reported the calculations were 160mcg/kg/min with the volume to be infused of 100ml. Furthermore, the customer noticed in 19 minutes the actual volume infused was 60ml, instead of 11ml (as programmed). At this time, the patient was found to be unresponsive due to the alleged over-delivery of propofol. Furthermore, the customer confirmed the medication dosage drawn up by the pharmacist was 2-10ml syringes for the bolus doses, which left 80ml less the volume required to prime the tubing and the patient was administered almost 2-100ml bottles. The customer reported there was a need for medical intervention as a result of the event. It was further reported that the patient took a long time to recover from the sedation and that an oral airway was placed with breaths given via the bag/mask method. The patient recovered back to baseline, including walking, talking and breathing independently, within approximately 3.5 hours.

Manufacturer narrative:
The device was returned for testing and investigation. Visual inspection of the device indicated the device had a cracked enclosure due to physical damage. The customer reported the calculations were 160mcg/kg/min with the volume to be infused of 100ml. The customer noticed in 19 minutes the actual volume infused was 60ml, instead of 11ml (as programmed). The device history was downloaded at the service center and a review of the history indicates on (B)(6) 2017, the device was powered on at 11:24 and at 11:27, the drug propofol was programmed at 100mg/100ml, pt. Weight (B)(6), duration 1:25 hr/min, dose 160mcg/kg/min, rate was 349ml/hour, and vtbi 500ml. The n186 alarm was noted and the infusion was re-started. At 11:43, the device alarmed, n232 and was silenced and at 11:44, the device alarmed n251, the door was closed and the settings were cleared. At 11:45, the device alarmed n251 and at 11:47 the device alarmed, n250. At 11:50, the device alarmed, n102; subsequently, the settings were cleared and the device was turned off. At 12:02 the device was re-programmed for the drug, propofol 100mg/100ml, pt weight (B)(6), 00:19 hr/min, dose 140mcg/kg/min, rate 306ml/hr, and vtbi 100ml. At 12:17, the device was stopped and the volume to be infused was noted to be 166ml. At 12:18, the device was re-programmed for the drug, propofol at 10mg/1ml, pt. Weight (B)(6), duration 00:39, dose 140mcg/kg/min, rate 30.6ml/hr, and vtbi 20ml. At 12:36, the infusion was stopped and the volume infused was 175.5ml, at this time the device was turned off. During testing and investigation, the customer reported programming was simulated as follows: weight (B)(6), concentration 10mg, dose 160mcg/kg/min, and vtbi 100ml. The device calculated the duration to be 2:51 hour/min and the rate of 34.9ml. At approximately 19 minutes, the volume measured was 10.8ml, and the device displayed 11ml. The device delivered as programmed. The complaint could not be duplicated during testing. The device passed the delivery accuracy test and all other performance verification tests within specification.

Event description:
The event involved a customer allegation the plum a+ device delivered more propofol than expected and displayed multiple alarms. The patient was being treated in the pediatric intensive care unit (picu) and was sedated for port placement, intrathecal chemotherapy and bone marrow aspiration. The customer reported the calculations were 160mcg/kg/min with the volume to be infused of 100ml. Furthermore, the customer noticed in 19 minutes the actual volume infused was 60ml, instead of 11ml (as programmed). At this time, the patient was found to be unresponsive due to the alleged over-delivery of propofol. Furthermore, the customer confirmed the medication dosage drawn up by the pharmacist was 2-10ml syringes for the bolus doses, which left 80ml less the volume required to prime the tubing and the patient was administered almost 2-100ml bottles. The customer reported there was a need for medical intervention as a result of the event. It was further reported that the patient took a long time to recover from the sedation and that an oral airway was placed with breaths given via the bag/mask method. The patient recovered back to baseline, including walking, talking and breathing independently, within approximately 3.5 hours.